Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported slda was due to patient anatomy / pathology issue (leaflet fragile due to degeneration). The reported recurrent mitral regurgitation (mr) was a cascading effect of the reported slda. The reported dyspnea was a cascading effect of the reported recurrent mr. Additionally, the reported patient effect of mitral regurgitation and dyspnea are listed in the instructions for use, and are known possible complications associated with mitraclip procedures. The reported hospitalization, medical intervention, and medication were the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 3 mixed mitral regurgitation (mr) for a mitraclip procedure. During the procedure, mitraclip was implanted. The final mr was grade 1. There were no adverse patient effects or clinically significant delays reported. On (B)(6) 2026, during the routine transthoracic echocardiogram (tte), it was determined that there was a single leaflet device attachment (slda) and the clip was no longer attached to the anterior leaflet. Mr was grade 3-4 after slda. Patient had symptoms of shortness of breath and medication was provided. On (B)(6) 2026, physician tried to place the second mitraclip lateral to the first clip. However, there was difficulty grasping and capturing both the leaflets and leaflets slipped out of the clip. Second clip was removed from the patient and the procedure was discontinued. Mr increased slightly from grade 3-4 to grade 4.